Event description:
On (B)(6) 2025, the lay user/patient contacted lifescan (lfs) canada, alleging that her new onetouch verio reflect meter read inaccurately high and low compared to her feelings and/or normal readings and displayed an error 2 message (with sub error code 2) during testing. The complaint was classified based on the customer care agent (cca) documentation, since the patient could not be contacted for further information. The cca was advised by the patient that at an unspecified date/time 1 week prior to contacting lfs, the alleged error message began to appear, and she obtained an alleged inaccurate high blood glucose reading of ¿8.9 mmol/l¿ and an alleged inaccurate low blood glucose reading of ¿1.1 mmol/l¿ with the subject meter. It was not reported what medications, if any, the patient takes to manage her diabetes or if she made any changes to her usual diabetes management regimen as a result of the alleged issues. At an unspecified date/time after the alleged issues began, the patient reporting having symptoms described as ¿dizzy, woozy, distress, feeling funny and wasn't feeling well¿. In response to the symptoms, the patient stated she called an ambulance but did not specify the treatment received. The patient declined to provide further event information. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject and the correct testing process was being followed. The cca noted the test strip vial was intact, and the test strips had been stored correctly and were not expired or opened past their discard date. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly required medical intervention for a possible acute complication of diabetes after the alleged meter issues began and it is not known what medical treatment the patient received. The subject meter could not be ruled out as a cause or contributor to the event.